Event description:
It was reported that the patient's blood pressure was low. The patient experienced a fall and was hospitalized due to head injury during a trial. It is unknown if the therapy caused or contributed to the fall. Investigation was unable to determine which lead attributed to the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs trial octrode lead, model: 3086, UDI: (B)(4), serial: (B)(6) , batch: a000158583. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.